Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.